Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a infection. The patient had ketones of 100 and was vomiting. No treatment information was given and the pod was removed at the hospital. The patient was discharged after staying overnight.